Manufacturer narrative:
Date of event: unknown. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7214941; medical device expiration date: 2018-05-31; device manufacture date: 2017-08-02; medical device lot #: 7214941; medical device expiration date: 2018-05-31; device manufacture date: 2017-08-02. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired; therefore, no further testing will be conducted at this time. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were not coagulating properly, as it appears fibrin or clots are in the samples. No injury or medical intervention.